Event description:
It has been reported to philips that a short circuit occurred in the uninterrupted power supply (ups), producing visible smoke. The device was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.